Manufacturer narrative:
(B)(6). Visual assessment confirmed the reported breakage. The distal tip of the anchor has broken at the suture eyelet. Inserter shows no damage. Dimensional assessment of the anchors major diameter found it within print specifications. After the evaluation the most likely root cause for the reported issue was determined to be user error. A review of the device history records and complaint files confirmed that no additional complaints have been reported and no abnormalities were noted during the manufacturing process for this lot. There are no indications that would suggest that the device did not meet product specifications upon release into distribution.

Event description:
It was reported that when inserting the anchor it was not placed in the hole properly and was tapped in at an angle causing the product to break. The procedure was a rotator cuff repair. All parts were retrieved. A backup device was available to complete the case. There were no reported patient injuries. No other complications were noted.